Event description:
It was reported that an absolute pro stent delivery system (sds) was advanced with resistance to the extremely calcified superficial femoral artery (sfa) via contralateral approach. During deployment, the thumbwheel was unlocked and fully turned, however, the stent only partially deployed. During removal of the sds and partially deployed stent some resistance was met and the catheter separated in the sfa. The separated portion of the catheter and the partially deployed stent were completely removed using a snare. There was a minor delay in procedure or therapy. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4): sds advancement and removal against resistance; incorrect anatomy-use of biliary stent in superficial femoral artery. Device evaluation: it should be noted that the absolute pro .035 instructions for use (IFU) states that the absolute pro .035 biliary self-expanding stent system is intended for palliation of malignant strictures in the biliary tree. In this case, the procedure was to treat a lesion in the superficial femoral artery; however, it is unknown if this contributed to the reported event. Additionally, the IFU states: should unusual resistance be felt at any time during stricture access or delivery system removal, the introducer sheath / guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. The advancement of the self-expanding stent system against resistance appears to have contributed to the reported event. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.